Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump which resulted in the pump shutting down. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump under warranty, advised the customer regarding incompatibility with existing sensors, and instructed them on necessary steps to return the damaged pump and receive the new one. The customer acknowledged and understood the guidance provided.